Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. It was reported that the patient underwent an rf ablation procedure where surgery mode was not enabled. In turn, the ipg became inoperable. Patient met with a manufacturer representative where the ipg was able to be recovered. Therapy has been restored. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent an rf ablation procedure where surgery mode was not enabled. In turn, the ipg became inoperable. Patient met with a manufacturer representative where the ipg was able to be recovered. Therapy has been restored.